Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide update to the status of surgeon's cut finger was there any adverse outcome? Has there been any medical or surgical interventions performed?

Event description:
It was reported that the patient underwent a temporal artery biopsy on (B)(6) 2017 and topical skin adhesive was used. While the doctor was trying to break the vial to use the topical skin adhesive, the pen shattered and the doctor was cut on his 2nd right finger. Another topical skin adhesive was used to dress the patient incision and was successful. The doctor requested that blood be drawn on the patient, in which he had finished operating on at the time. Employee health was notified of the situation. The doctor was also asked to give a blood sample. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please provide update to the status of surgeon's cut finger: he did not report any additional intervention needed. He did say the bloodwork for the patient was clean. Was there any adverse outcome? None reported. Has there been any medical or surgical interventions performed? None reported was the difficulty with the 1st dermabond related to difficulty dispensing product? It broke upon initial pressure/squeeze to break the ampule. Did 2 dermabond ampoules break? No just one ampoule. The actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The applicator shows a yellowish color on the bulb. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing. When pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿